Event description:
It was reported that stent damage occurred. Vascular access was obtained via right radial artery. The 80% stenosed, 3.0x40, eccentric, de novo target lesion with a bend of >45 and <90 degrees was located in the mildly tortuous and moderately calcified mid to proximal right coronary artery (rca). After a non-bsc guidewire and 3.5 6fr non-bsc guide catheter crossed the lesion, pre-dilatation was performed with a 2.75x20 maverick balloon catheter. A 2.75 x 48mm synergy ii drug eluting stent (des) was advanced for treatment but it failed to cross the lesion. However, after removal, it was found that the tip of the stent itself was deformed. The procedure was completed with a 3.5x48 and 2.75x48 synergy des implanted in the rca. There were no patient complications reported and the patient status was stable.